Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the pump display turned "red," the pc unit alarmed, and emitted burnt odor. It was also noted that the pump had physical damage. There was no patient harm and the event did not cause significant delay in infusion therapy.

Manufacturer narrative:
Additional information provided: h6 device code. The customer report that the pc unit alarmed, and emitted burnt odor was confirmed and replicated. During functional testing system error code 133.6090.0 (main speaker failure) was observed when the pcu was powered on. During inspection of the pcu a thermally damaged female (iui) connector was observed this issue would have emitted a burnt odor. After replacement of the thermally damaged iui connector laboratory testing confirmed that no further alarms occurred. The customer also reported that the pump module had physical damage was also confirmed during the investigation. During inspection the door latch was observed to have a dislocated latch pivot spring. The sear was observed with physical damage on the left side of the sear indicative of being forcibly pushed against the door latch. The module latch was also observed to be broken. Inspect inter-unit interface (iui) connectors on each bd alaris pc unit and on each module prior to every use. Bd recommends during the cleaning process that cleaning cloths not be oversaturated, excess liquid be squeezed out. Iui connectors are cleaned with 70% isopropyl alcohol only. The device was in use for treatment. The proximate cause of the broken pump module latch and dislocated latch pivot spring are suspected to be due to physical abuse. This error was found to be caused by a thermally damaged female (iui) connector which emitted the burnt odor. Conductive moisture contaminated the iui contact pins between #13 (ground) and pin#14 (+8v) with power applied resulting in the thermal damage exhibited. Review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 22jul2019. A review of the device service history record was performed beginning from the date of manufacture to the present date ((B)(6) 2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. There were no production failure records opened for the source device.

Event description:
It was reported that the pump display turned "red", the pc unit alarmed, and emitted burnt odor. It was also noted that the pump had physical damage. There was no patient harm and the event did not cause significant delay in infusion therapy.